Manufacturer narrative:
The following devices were also listed in this report: insert; cat # unk_jr; lot # unknown, v40 cocr lfit head 36mm/+5; cat # 6260-9-236; lot # ej70t9, size 5 accolade ii 127 deg; cat # 6721-0535; lot # 57638105. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection, malposition and loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: no product was returned for evaluation however photographs were provided. The photographs show a recently explanted shell, head and stem. Blood is visible on the explanted devices. Damage consistent with in vivo use and explantation damage is visible on the devices. Clinician review: no medical records were received for review with a clinical consultant   device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's hip was revised due to infection. The event could not be confirmed as insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised. Original reason for surgery was shell malposition and loosening. Intra-operatively, infection was confirmed and a stage 1 revision was performed. All implants were removed and a spacer was placed. Rep can provide pictures providing catalog numbers/ lot codes, and the revision usage sheet, and confirmed that no further information will be released by the hospital or surgeon.